Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit was used during an anterior pelvic floor repair procedure. When the physician attempted to place the device in the sacrospinous ligament, the needle detached inside the capio cage. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit. There were no complications to the patient, who is reportedly over 18 years of age and was fine at the conclusion of the procedure.

Manufacturer narrative:
Needle detachment.